Event description:
Bacterin received a complaint (bacterin complaint (B)(4)) that a portion of a bacterin elutia 24 fr silicone wound drain was found to be cracked upon it's removal from the package. The user said that she opened the 24 fr drain and saw that the blue portion had cracks in it. The user decided not to use the drain. The affected drain and the remaining drains from the box of 10 were returned to bacterin.

Manufacturer narrative:
All released and distributed production lots of this product (pn 7118, elutia 24 fr wound drains) have been recalled under part 806 (bacterin res (B)(4)). All product (pn 7118, elutia 24 fr wound drains) at bacterin's manufacturing facility has been quarantined. No product (pn 7118, elutia 24 fr wound drains) is being distributed. Summary: the opened returned drains exhibited cracking of the blue stripe in the channel section, confirming the complainant's claims. None of the fully packaged, returned drains exhibited any channel cracking until they were manually pull-tested. The partial delamination described in (B)(4) could be recreated by pulling the channel section of the drains to a 1.5-fold elongation. The investigation into this complaint is ongoing and will be discussed in another more comprehensive letter to file. See scanned pages.